Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, 8mm sureform 30 stapler instrument malfunctioned. New staple load would not seat properly. It is suspected that a piece of the previous load broke off and was left in the jaws after unloading. Stapler was no longer able to be used and new stapler was opened. Intuitive surgical, inc. (Isi) received user facility report 2600320000-2025-8237 stating: intuitive davinci sureform 30 8mm stapler malfunctioned. New staple load would not seat properly. It is suspected that a piece of the previous load broke off and was left in the jaws after unloading. Stapler was no longer able to be used and new stapler was opened.

Manufacturer narrative:
The primary product information has been updated. Refer section d.

Event description:
Refer to h11 for follow-up information.